Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. A medtronic representative reported that while in a spinal fusion procedure, a loud pop was heard when motion was initiated. They were able to open and pull the imaging system away from the patient. They then tried to close the door but it would not close completely. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation was preformed and the field systems engineer discovered that the dingus pin slipped a tooth and the door no longer fully closed due to the misalignment. The issue was resolved by adjusting the dingus pin to perfect alignment. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, a loud pop was heard when motion was initiated. They were able to open and pull the imaging system away from the patient. They then tried to close the door but it would not close completely. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.